Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the device was difficult to close and the cartridge disengaged into the cavity. The surgeon removed the cartridge laparoscopically. The hospital has reported that no patient injury occurred.